Event description:
The surgeon encountered a problem with a device during a low anterior colon resection resulting in a change in the planned course of treatment; the ethicon endo-surgery curved intraluminal stapler (cdh29a) lot# p4rr4n was being used and misfired; the result was a leaking anastomosis which led to the unplanned outcome of an ileostomy. Manufacturer response for staple, implantable, n/a (per site reporter). There have been two attempts to contact the rep however there have been no returned phone calls.